Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot be confirmed. A manufacturing record review for the patient interface (pi) production order (po) was performed and no non-conformance reports associated to this po were found. A review of the manufacturing process controls show the manufacturing instructions requires 100% cleaning and inspection of cone and cap. The operators visually inspect cone surfaces for particulates, smudges, stains and imperfections. The operators also inspect components for damage and deformation. The documentation shows that the product was manufactured and released according to specifications. Based on the manufacturing records review, historical complaint review and non-conformance review, there is no indication of a product quality deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that suction dropping (suction loss) occurred during surgery with an intralase patient interface (pi) during the laser firing. It was stated that when customer pulled the tubing, they could easily separate it due to the defective cone. It was confirmed that the procedure was successfully completed by using another pi. There was no patient injury reported. The account also reported five (5) additional suction losses, which separate reports will be submitted on those events. This MDR report pertains to the suction loss event which occurred on (B)(6) 2016.